Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed spikes in right ventricular (rv) pacing impedances ranging up to 1050-1200 ohms. All other lead diagnostics were normal. There were no adverse patient effects. The device remains in service.